Event description:
A report was received on 29 jan 2024 from the home therapy nurse (htn) of a 45 year old male patient with a medical history including diabetes and end stage renal disease, who stated the patient was found expired and connected to the device at an unknown time during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 06 feb 2024 from the htn who stated the patient''s death was related to his physiology (nos) and unrelated to nxstage product and therapy.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).